Event description:
Rn was assisting pt off bedpan. Pt rolled to their left side and leaned on the raised siderail. Siderail gave away with an audible click, and pt rolled off bed, landing on hands and knees on floor.